Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the interface board. However, the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. No delivery alarm functioned properly. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm on their insulin pump. The customer's blood glucose level at the time of incident was 494mg/dl. The customer states they treated with pen and pushing insulin through a reservoir. The customer states the piston is frozen. The customer states that insulin did not exit and the pump did not alarm for no delivery. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.